Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery multiple times. The customer's father noted that the alarms occurred thrice in the morning and once more later that afternoon. The blood glucose reading was 161 mg/dl. The customer's father stated that insulin did exit during a fixed prime, but the caller was unable to remove the infusion set at the time of call to inspect the cannula. The caller was advised that the alarm may have been triggered by a possible insertion site-related issue, either due to a bent cannula or an insertion site/infusion set occlusion. The customer was advised to change the entire infusion set and to call back if the cannula was bent. Nothing further reported.